Manufacturer narrative:
(B)(4). Event date: unknown, assumed 1st day of month that complaint was reported. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot number was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: are there images available that shows the implanted device? What is the lot number of the product? What was the implant date? What was the explant date?

Event description:
It was reported that the physician removed a linx device from his patient. He stated that the patient had a recurrent hiatal hernia, and the linx implant slid around the patient's stomach. So the device needed to be removed.